Manufacturer narrative:
The insulin pump passed the displacement test. Pump error 63 (variableinfo = 03) alarmed during self test and was confirmed in the formatted history file due to loose connectors, cold/poor solder joint etc, u1 keypad assembly.

Event description:
The customer reported via phone call that the insulin pump alarmed multiple pump error. The customer¿s blood glucose value was unknown. The customer was able to clear the alarm and able to rewind the insulin pump. The customer was advised that the insulin pump needed to be replaced and to revert to the backup plan. The insulin pump will be returned for analysis.